Manufacturer narrative:
This report is submitted on november 28, 2023.

Event description:
Per the clinic, the patient experienced an infection (purulent discharge) at coil implant site and subsequently was treated with oral antibiotics since (B)(6) 2023 (specific date and duration not reported). The implanted device remains.